Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels (600 mg/dl) and diabetic ketoacidosis (dka). A correction bolus via the pump was delivered. The customer had been hospitalized and was treated with an insulin drip. On (B)(6) 2018, the customer was discharged with the bg/dka resolved. The customer thought that the insulin may have been degraded and did not think the pump/supplies were "at fault". The customer did not think the insulin was exposed to any extreme temperatures or expired. The customer was using insulin injections for insulin therapy until more cartridges are received.